Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the wash pump, wash valve motor, stator and seal, and the dispense probes and associated tubing. The fse performed a routine system check which generated acceptable results. The fse also performed a ten replicate pth and pth input/output test with no issues noted. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 discrepant parathyroid hormone (pth) results were generated on an access 2 immunoassay system for multiple patient samples. They also indicated that the pth analyte quality control results appeared to be erratic. Data provided by the customer indicates that for two patient samples erratic pth results were generated from the access 2 immunoassay system on (B)(6) 2011. In one instance, quadruple same-patient, sequential sample results generated on the same instrument were all above the normal reference range. For the other patient sample, quadruple sequential sample results generated on the same instrument were all within the normal reference range, but were erratic. At least one pth result for each patient was reported out of the laboratory. The actual result(s) for patient two that was reported out of the laboratory is unknown at this time. There were no reported deaths, serious injuries or modifications to patients' treatment associated or attributed to this event. All levels of instrument pth and pth intra-operative mode (pthio) quality control results demonstrated erratic recovery during the timeframe of this event. The instrument system check executed prior to this event met established specifications; however the instrument system check executed on the date of the event failed specifications due to high washed mean and % coefficient of variation (%cv). Specific patient information as well as sample handling and collection information were not supplied by the customer.